Manufacturer narrative:
No conclusion code available; the reported field event of an inability to interrogate the device was confirmed in the laboratory. The device was tested on the bench and high current and loss of several reference voltages were observed and was due to a failure within the hybrid. The root cause of the hybrid failure could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up when the device could not be interrogated and an error message was displayed. The device was subsequently explanted. The patient condition was fine.